Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 65 mg/dl, cause was unknown. Reportedly, the customer consumed carbohydrates and required assistance from contacts to change pump supplies to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.